Manufacturer narrative:
B5: additional information received: it was confirmed the occlusion did affect the main body as the occlusion stemmed the entire length of the right side all the way up to the just below the flow divider. The patient is reportedly doing well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c93e, serial/lot #: (B)(6), ubd: 26-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had previously undergone treatment with endurant ii stent grafts for an abdominal aneurysm presented emergently to the hospital 23 days later with thrombosis of the right iliac endurant limb. The thrombosis was attributed to disease progression at the distal landing zone, affecting the previously implanted stent grafts in the right iliac limb etlw1610c146e (sn (B)(6)) and etlw1616c93e (sn (B)(6)), with a distal landing in the right external iliac artery. The patient underwent a surgical cut-down procedure and thrombectomy of the affected limb. Following the thrombectomy, an additional 16-16-93 endurant limb and a 9mm non-mdt (viabahn) stents were placed on the right side. Post-intervention angiography confirmed patency, with no evidence of stent compression or kinking. The event was resolved with these interventions, and the patient is fine.